Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluatin was perfrformed. The evaluation confirmed an reproduced the reported symptom system error 105, caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient involvement.